Event description:
It was initially reported that the device had an service indicator illuminated. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device failed to deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further examined the removed therapy pcb assembly but was unable to duplicate the reported failure on mock-up. The assembly passed all functional testing, even when both hot and cold temperatures were applied.